Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? Were any attempts made to retrieve the broken piece? If so, was there any additional tissue damage as a result of searching for the needle piece? Was the patient brought back to or to attempt retrieving the needle or was it during the initial procedure? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? What tissue structure is the needle located? If retained, what is the surgeon's opinion of consequences to the patient? What in the physicians opinion are the factors contributing to the event?

Event description:
It was reported that a patient underwent a skin closure in (B)(6) 2018 and suture was used. During the procedure, the needle completely separated from the thread. The thread did not break and the needle remained in the patient¿s skin. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: when did the needle pull off (while in the package / during dispensing / during preparation / during use)? During use. 2. Were any attempts made to retrieve the broken piece? Yes. A. Was there any additional tissue damage as a result of searching for the needle piece? No. B. Was the patient brought back to or to attempt retrieving the needle or was it during the initial procedure? It occurred during procedure. 3. Were x-rays taken to locate the needle piece(s)? No. A. At what location was the needle found? In the dermis 4. What tissue structure is the needle located? Skin. 5. If retained, what is the surgeon's opinion of consequences to the patient? Not retained. 6. What in the physicians opinion are the factors contributing to the event? The suture separated from the thread. The needle was visible in the wound and easily removed. No obvious reason for this to happen.